Manufacturer narrative:
A report was received that a cypher sds was associated with distal stent strut uplift. The event involved a patient of unknown age, gender and medical history. The reason for the patient's admission to hospital was not reported; but an angiogram revealed a lesion in the mid circumflex. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the introduction of a 3.00x18mm cypher stent. From the report, it appears that the sds was not introduced into the patient's vasculature and resistance was experienced within the guiding catheter. During advancement, the distal struts of the stent became uplifted and the sds was retrieved without injury to the patient. The procedure was completed with another cypher product. The product was not returned for inspection. A device history records (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan, including crossing profile test results. No additional information was provided and the product was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Please note that this is the initial/final report for this product.

Event description:
The report from the field indicated that the cypher 3.0 x 18 mm stent failed to cross the mid circumflex target lesion. Additional information received indicated that the distal stent struts were noted to be damaged while inserting the stent delivery system (sds) into the guiding catheter. This was initially determined to be not reportable. However based on current practice, the determination has been changed to a reportable product malfunction. The sds was removed without any problem. Another cypher 3.0 x 18 mm stent was used to successfully treat the patient. No additional patient or lesion information is available. There was no reported patient injury.